Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 377 mg/dl, 164 mg/dl and 188 mg/dl when all tests were performed within 10 minutes on a patient using the inform system. Reporter stated that at a different time, another comparative test of 100 mg/dl was performed back to back with a result of 457 mg/dl within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.